Event description:
On (B)(6), 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat abdominal aortic aneurysm. On approximately (B)(6), 2010, a cat scan revealed a proximal type I endoleak. On (B)(6), 2010, the pt was implanted with three gore excluder aaa endoprostheses and a palmaz stent to treat the proximal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.